Manufacturer narrative:
(B)(4). A philips loaner device was returned for a failed processor board. There was no reported patient involvement. The device was returned to philips and evaluated. The symptom was further clarified to be a failure to boot up. The processor pca was replaced to resolve the problem. The device passed all performance and assurance tests and is certified to be used clinically.

Event description:
A philips loaner device was returned for a failed processor board. There was no reported patient involvement.